Event description:
When the doctor attempted to use the endoscopic multiple clip applier, the clip applier would not load the staples correctly causing the applier to malfunction. New applier opened. No harm to patient.